Event description:
It was reported that tandem charging cable was damaged and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer used backup cable to continue charging pump, and technical support arranged replacement charging supplies with two-day shipping while customer continued using current pump until replacement arrived.